Event description:
I had breast augmentation surgery (B)(6) 2000, 5 years later I was diagnosed with kidney stones and 10 years later I went to a doctor with symptoms of fatigue, muscle pain, cystic acne, itchy skin, unable to fall asleep and generally feeling unwell. I was misdiagnosed with seasonal affective disorder. In 2013 I began having severe foot and calf cramps causing pain that lasted for days afterward and I still had the symptoms already listed, I also gained (B)(6) ((B)(6) in 1 month), noticeable thinning hair, itchy skin on chest, skin on my legs looked like scales and the skin on my arm was extremely creepy (millions of tiny wrinkles that could not go away even after slathering on moisturizer), fingers turn white after getting cold then they turn red. In (B)(6) 2016 I was suddenly unable to exercise (I used to go to the gym 4 times weekly and ride an exercise bike for 5 to 10 miles at a very high intensity, using expresso bikes that simulate hills and other intensity features), I was suddenly unable to complete even 1 mile on an exercise bike at a very low intensity. I was also very clumsy, tripping over the weight machines so I left the gym. The next day I began seeing doctors, a different doctor each time until one of them ordered an ana blood test. This returned positive with a titer of 1280, speckled. I was put on calcium supplements and this helped my skin return to normal (no more scaly or creepy skin) and I am currently awaiting blood work results to hopefully find out why I have such extreme muscle pain, exercise intolerance, sleep disturbance, feet and ankles/calves swollen and hurt and etc.